Event description:
Additional information received reported that in addition to headache and rapid heart rate that were previously reported, the patient was also not able to talk. She felt ¿like drunk¿ and she could not put a sentence together. Then she realized the room was spinning and she could not walk. She thought she was tired and she took a nap. It was noted that the patient felt like she was ¿paralyzed.¿ the patient did not eat for quite some time. She had little appetite and energy. A friend of the patient took patient¿s vitals and she was concerned about the patient¿s pulse racing and blood pressure being high. It was noted that patient already had memory loss. The health care professional (hcp) increased the dose because the patient was bedridden for the last two months. It was suspected that the patient became unconscious prior to the hcp increase the dose. The dose was increased again on the day prior to the date of this report.

Event description:
Additional information received reported that when the pump was at the end of life, as expected, as previously reported, the patient did not want to have another pump placed. The pump end of life was expected to be in (B)(6). The patient was in the process of having the pump dose titrated. On the date of the report, the patient was to find out exactly when the pump end of life was to occur. There was no further information provided regarding the previously reported event of having an 'unconscious' episode. The medication in the pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an episode of unconsciousness about a month ago and her health care provider (hcp) was not aware of the event. The cause of the event was unknown, however it was stated that the event did not attribute to the patient taking oral medications. It was indicated that the patient's dose was increased last month and this had helped with her pain relief. In addition, the patient experienced symptoms of headache and rapid heart rate, but it was unclear what the symptoms were related to. The patient last refill was (B)(6)-2012, in which the hcp indicated that it was time for the patient to have her pump replaced. The patient's outcome was not provided. The drug delivered via pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l75111, implanted: 2000-(B)(6), product type catheter. (B)(4).